Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose value. Customer alleges insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not working. Perform displacement test and able to passed the test. Customer current blood glucose was 150 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.